Event description:
The customer alleged the disinfectant leaked from reservoir onto the floor. One of the staff members experienced a headache. The customer stated, the "exposure was very minimal. The building was aired out immediately so there were no problems to patients or employees. The unit had a leak - we caught the problem early on, so no one was affected by the leak. I was the one who cleaned up the solution. We ventilated the building until the odor was gone." The disinfectant used in the unit was maxicide plus. The healthcare worker's headache subsided and was resolved. No medical attention was sought. An field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
The facility evaluated at the customer site. The field service engineer (fse) found the unit with the disinfected drained from the reservoir power, in the off position. With the aid of the service box, the fse added five gallons of water to the basin and then transferred the water to the disinfectant reservoir and found a pin-size hole leak in the reservoir. The fse replaced the reservoir.